Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ headache: unable to observe since it is not related to the device. ¿ fatigue: unable to observe since it is not related to the device. ¿ dizziness: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; d9; h3; h6.

Event description:
Patient reported right side pain, and capsular contracture, baker grade IV. Patient additionally reported severe headaches, fatigue, and dizziness all not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular fibrosis."

Event description:
Patient reported capsular fibrosis, severe headaches, dizziness, fatigue, and severe breast pain. The device remains implanted. This record relates to the right side.

Event description:
Patient reported right side capsular contracture, baker grade iii, severe headaches, dizziness, fatigue, and severe breast pain. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported capsular contracture, baker grade IV, severe headaches, dizziness, fatigue, and severe breast pain. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.